Event description:
It was reported that the pump was being replaced due to concerns about the patient's pain level and the pump possibly being at end of life. When the pump pocket was accessed for removal of the pump, the catheter access port (cap) came off in the hcp's hand. It was noted that there was a collection of a milky substance with some solidification, which the hcp presumed was drug in the pocket due to the disconnection of the cap and subsequent leakage. The material was sent for culture (2007)-results of the culture were not reported. The hcp was unable to aspirate the catheter, but did not want to replace it. The company representative reported that she believed that the pump contained morphine and bupivicaine; she was uncertain of the concentration and daily dose. Because of the apparent leak, the new pump was programmed for a dose reduction of approx 2/3. The pump was sent to the manufacturer for analysis. It was later reported that the pump contained morphine sulfate and the patient recovered without sequela. See manufacturer's report number: 6000030200702758.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.